Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for evaluation. The report was confirmed. As received, the balloon was found to be ruptured near proximal balloon bonding site. Balloon edges did not appear to match at the ruptured edge. All through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was completed by the engineers on the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and bonding inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported; while testing before advancing through the introducer, the balloon of this swan ganz catheter did not inflate. The device was received for evaluation and the balloon was found to be ruptured near proximal balloon bonding site. Balloon edges did not appear to match at the ruptured edge. There was no allegation of patient injury.